Event description:
It was reported that during a cholecystectomy procedure, the reducer part (silicon part) broke and dropped off. Broken piece was retrieved. There were no adverse consequences to the pt.